Event description:
Patient was in for facet neurolysis. Two cannulas placed in patient neck, probes inserted into cannula. When placing probe into hub which is hooked to radio frequency machine patient started complaining of muscle spasms. Muscle contractions visualized by team in room. Unplugged probe from hub, contractions stopped. Tried replacing probe, patient experiencing contractions again. Placed cannula in different ports with patient continuing to experience contractions. Restarted machine with same result. Tried different machine with patient continued to experience contractions. Changed grounding pad out with no change. Then replaced cannula in neck. Probe placed in new cannula with machine working, were able to finish procedure with out problem.